Event description:
The customer reports that the screen is blank and even with replaced batteries still will not display anything.

Manufacturer narrative:
(B)(4). The customer reports that the screen is blank and even with replaced batteries still will not display anything. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.